Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus is a known complication of mechanical heart valve implantation.

Event description:
Medtronic received information that approximately fourteen years after implant of this aortic mechanical valve, there was an observation of pannus growth and insufficiency. A re-intervention was performed to remove the pannus from the device, which remains implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.